Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it's likely the cause is related to a defective/faulty patient board set. The product was manufactured before countermeasures were taken for the op-amp of the dr board (printed circuit board) design change but the relationship between the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An inspection of the returned loaner video processor revealed the device produced no image with 180 scopes. There was no complaint from the end user and no patient involvement.

Manufacturer narrative:
A device evaluation revealed a printed circuit board failure, due to which no image was displayed by the video processor. Additionally, damage to the picture-in-picture (pip) input connector was identified. The investigation is ongoing. A supplemental report will be submitted on completion of the investigation or if any additional information is available.